Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle tipless stone extractor . The device reportedly ceased to open during a bilateral ureteroscopy procedure. Further communication with the user facility clarified that an issue occurred with 3 devices during the same procedure. Manufacturer report # 1820334-2020-01986 addresses the 2nd and 3rd devices. A large stone load was located in each kidney. The baskets were properly tested before use. The procedure was finished with a ncircle basket. The user stated it was a difficult case. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in an open position. The mlla (male luer lock adapter) was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. There was a severe kink in the basket sheath 87cm from the distal tip. A function test determined the handle does actuate the basket formation to open and closed positions. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. It was likely that the kink prevented the basket from functioning under the conditions experienced during use. The evidence indicates the basket sheath was inadvertently kinked during use, preventing the basket from functioning. The difficulty of the case likely contributed to the device damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: cook medical district manager. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a bilateral ureteroscopy with a large stone burden in each of the kidneys that three ncircle tipless stone extractors failed. This report will be for one of the devices, reference patient identifier (B)(6) for the other two devices. The case was described as "difficult,' the stone was imbedded around the edge of a calyx and was in a difficult location to retrieve. The devices were tested prior to use. Two of the extractors baskets became wedged between the stone and the wall of the kidney and attempts to open and close the baskets in this position caused them to deform. The basket portion of the extractors flattened from repetitive use and the canula kinked making the basket difficult to open/close. One of the extractors ceased to open. A fourth same type device was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedure due to this occurrence. No adverse effects to the patient have been reported due to this occurrence.